Manufacturer narrative:
The other perclose proglide device referenced is being filed under a separate medwatch manufacturing report. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with two proglide device were achieved in the left common femoral artery via 6fr sheath using the preclose technique prior to a endovascular aneurysm repair (evar) procedure. Reportedly, two proglide devices were successfully placed. The sheath was upsized to an 11fr and the evar procedure was completed. Two additional proglide devices were used to complete hemostasis; however, when the plunger was removed, no sutures were attached to the needles with both proglide devices. Another proglide device was used and hemostasis was achieved using the pre-placed sutures from the two proglide devices and the third proglide device placed after the procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.